Event description:
Tested blood glucose and received a result of 280mg/dl at 11:24am. The customer felt the device was no correct and did not feel symptoms of hyperglucemia. The custoemr went to the e.r. And a lab was done with a result of 120mg/dl about an hour after the customer had tested. No controls were in use.